Event description:
Family member's meter had not been working for a while and has been using the pt's non-lfs meter to test their sugar. A family member tried to test on the pt's meter and was unable to obtain a reading. Pt had a schedule md's appointmeht and md tested pt and family member does not know what the reading was and claims they were not treated at the md's office. Batteries had been replaced less than a year ago. Customer service was unable to resolve the issue and sent pt a new meter.